Event description:
Patient presented to the physician with throat and ear pain issues since being implanted. Patient requested removal of the inspire system. Physician brought the patient into the or and removed the entire inspire system.